Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture baker grade unknown and foreign matter. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent breast augmentation revision surgery with an unspecified textured gel breast implant experienced right sided capsular contracture baker grade unknown post procedure. As a result, patient underwent went removal and replacement with non mentor breast implants on (B)(6) 2022. Upon explant, a pasty white material was noted in the device.

Manufacturer narrative:
On (B)(6) 2022, mentor became aware that patient's impacted device is a 400cc mentor memorygel breast implant, catalog: 3504001bc, lot: 5950158. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Implantation date has been added as (B)(6) 2012. On (B)(6) 2022, the mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
The investigation of the returned device was completed by the failure analysis lab on april 12, 2022. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device and material evaluation. Visual analysis of the returned sample revealed that the sm mpp gel 400cc breast implant had a crease/fold extended from the anterior to the posterior view and a tear was found within the crease/fold on the posterior view, measuring approximately 1.2 cm. In addition, white material was observed inside of the implant. Additional investigation was performed to identify the chemical composition of the white material. The investigation concluded that the foreign material is mainly composed of silicone rubber with certain molecular differences according to spectra comparison. However, the source of the origin remains unknown. The mentor microbiology department provided the sterility assurance records of the implanted device. The lot met all the sterilization parameters required to provide sterility assurance before release for distribution. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer¿s reference number: (B)(4).